Manufacturer narrative:
The importer's contact made two attempts at contacting the initial report to procure any additional information regarding the issue. Messages were left with initial reporter on (B)(4) 2013. None were returned. The manufacturer's quality control manager was contacted concerning the issue and provided the following summary based on the examination of the returned device: a spring is inserted in the hole when the ball and spring is assembled into the cutter shaft. Trained operators place the ball on the spring inside the hole and peen it in place by striking it with a modified punch and hammer. The punch is designed with a concave end to capture the radius of the ball in order to not place a flat spot on it. The end detail also includes a rounded edge that is larger than the diameter of the ball/spring hole (which is .189 +.001/-.0005). The rounded edge pushes the material of the hole around the ball, holding it in place. It is peened in hard enough to maintain the .430(+/-.005) dimension found on the print. The nature of the operation dictates that every piece be measured to assure that the .430 dimension is in tolerance. The ball would simply fall out whenever the shaft was moved or roller over if the peening did not take place. Additionally, these parts passed two inspection operations here at imd, as well as innomed's receiving inspection. Part of the assembly inspection is rolling the ball inside the hole after it has been peened. If there is a weak peening, this action will generally be enough to cause the ball and spring to pop out of the assembly during the inspection process. Examination of the returned part makes one believe that there had to have been some type of misuse when a pivot ball was loaded onto the device. Perhaps an excessive amount of prying was done to the shaft causing the ball to push harder than usual against the peened material, essentially eliminating the material that was peened into the hole forcing the spring to become loose and the ball to come off of the shaft. The initial reporter was contacted to relay the findings of the investigation.

Event description:
During surgery, the ball and spring at the end shaft came off. All parts were found and sequestered. No injuries were sustained by the patient.